Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an unrelated MRI had been performed (B)(6) and the manufacturer representative made sure that the device was off. The patient was having another unrelated MRI of the brain. The patient had stopped using their device approximately 3-4 years ago and had turned it off. The patient decided to leave the ins implanted rather than paying to have it removed. The device was "presumed to not be functioning." The hcp did not mention if the issue of the non-functioning ins had been brought up at the scan (B)(6). There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient indicated that the implant in their back has not worked for the last 2-3 years. They are going to have it taken out because they do not like it at all. The machine hasn¿t worked and makes it the 6th one they have had put in. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) (B)(6) 2018. MRI compatibility guidelines were requested. It was reported patient's device was not working. Caller said she assumed the patient stopped using it because it did not help. Caller then asked the patient for clarification and the patient said the implant did not last more than 2 months. The patient said the device "mechanically quit working". The patient indicated their doctor asked if they wanted the device replaced and the patient declined. The patient said this is her 6th or 7th implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.